Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic gastric bypass, the jaws of the bipolar fenestrated grasper moved rigidly and moved in steps rather than fluidly. The device was at 50% usage. It was exchanged to resolve the issue. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic gastric bypass procedure, the jaws of the bipolar fenestrated grasper moved rigidly and moved in steps rather than fluidly. The device was at 50% usage. It was exchanged to resolve the issue. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10; additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Three images were received for evaluation. Two of the images depicted a bipolar fenestrated grasper. The jaws are open within the limits, no breakage on the pulley and no issues with the blue bipolar energy cable can be seen. One image depicted the adaptor of a bipolar fenestrated grasper showing with the reference identification and serial number that matched what was reported. Evaluation of the logs did not show any error related to rigid movement of the jaw or jaw stepping movements related to the bipolar fenestrated grasper. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple position in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.